Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The same day as event onset, the patient was hospitalized for the event and began treatment with injection of vancomycin (1g stat, route not reported) and intravenous injection of tazact injection (500g, frequency and duration not reported). At the time of this report, the patient outcome was unknown. Action with dianeal therapy was not reported. No additional information is available.